Event description:
It was reported to tyco / kendall healthcare on 9/30/2005 that a customer had a problem with the 1.9fr argyle dual lumen PICC catheter. The customer states "a small leak in the secondary port a few cm's from the butterfly occurred."